Event description:
It was reported that the patient was to have a magnetic resonance imaging (MRI) study for a different health issue. It was noted that the patient was on oral medications because "the battery was really low on the pump and they did not think it was working right." The drug in the pump was not known. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot # j11189r37, implanted: (B)(6) 2002, product type catheter.